Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the distributor contacted animas stating the pump stopped insulin delivery. The issue reportedly resolved by rebooting the pump. It was noted that the issue continued to occur several times and twice a week. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/21/2016 with the following findings: the last basal delivery was on (B)(6) 2015 and the reported date of the complaint was on 09/14/2015. The data was found to be overwritten in the black box. There was no activity outside of normal use observed. The total daily dose added up correctly and reflected the programmed basal rate target. There was no damage found to the battery cap. The battery cap was able to secure to the pump and maintained electrical connection. The ¿ez-prime¿ steps were performed correctly. The pump reflected 24 units after 24 hours on 1 unit/hour basal duration test. There were no delivery interruptions or any errors, alarms or warnings that occurred during the investigation. The product delivered within specification and the reported" pump stopped insulin delivery" complaint was not duplicated during investigation. Unrelated to the complaint, the battery compartment was found to be cracked at the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).